Manufacturer narrative:
Additional information received by smiths on (B)(6) 2021 via email: reported to have failed during testing and no patient involvement was reported. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found a scratched screen. The customer stated problem was not duplicated. A cassette was attached to the device and ran with no issues. The event history log was reviewed and did not show any evidence that the device is having issues with the cassette. No problem was found with the device. No further action was taken. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had cassette issues. It is unknown if there was a patient, or clinician injury associated with this occurrence.